Manufacturer narrative:
Pump error 63 alarm during self test and confirmed in the device history file due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer blood glucose level was 136 mg/dl at the time of incident. Customer was unable to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the they performed the self test and it failed. Customer stated that the pump error occur second time. Troubleshooting performed. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.